Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and loss of capture (loc) at maximum output, and, as a result, lead fracture was suspected. Atrial sensing was 0.3 mv. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead will not be returned for analysis as it was discarded after explant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.